Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. The medical report alleges that the patient underwent a port placement procedure, using the MRI powerport for chemotherapy and IV delivery. No complications were reported. Seven years and five months and twenty-eight days later, the patient was admitted to the hospital for septic shock. The cause of death was reported as septic shock and multiple organ failure. Therefore, it can be confirmed that the patient had experienced septic shock and multiple organ failure. However, the relationship between the port and the alleged septic shock, multiple organ failure and the patient death cannot be established at this time. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2018, a patient underwent a port placement procedure via the right subclavian vein, for chemotherapy and IV access. Approximately five months and twenty-eight days later, on (B)(6) 2018, the patient experienced septic shock. It was further reported that the patient eventually expired on the same day and the cause of death was reported as septic shock and multiple organ failure.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, approximately seven years, five months, and twenty-eight days later, the patient developed septic shock and expired. The cause of death was reported as septic shock and multiple organ failure.